Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic super cervical hysterectomy procedure, the devices were leaking, but they used them to complete the case. There was no patient consequence.

Manufacturer narrative:
(B)(4). The analysis results found that the devices (a and b) were returned in good condition. In an attempt to replicate the reported incident, the devices were functionally tested to detect any leaking issues. Upon evaluation of the devices, it was functionally leak tested and passed. The devices were fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. A batch record review was performed, a defect was found during the manufacturing of this batch but was not related to the event description.